Event description:
The complainant alleged that the clinicians were setting up the device to treat a pt (age and gender unknown), but the device screen was displaying an "ECG leads off" error message and dash lines. During testing of the device in the facility's biomedical engineering department, the device defibrillation output was found to be incorrect. When the device set at 50 joules, the discharge output was over 100 joules, and with the device set at 100 joules, the discharge output was over 200 joules. There was no indication of any adverse effect on the pt as a result of the reported malfunction.